Manufacturer narrative:
Covidien tech support discussed the event with the customer and determined the injector was pressure limiting, with pressure limit set at 250psi. Tech support explained to customer what pressure limiting was and its design to protect the low pressure tubing and syringe. Tech support determined customer was using a needleless connection system and explained that if the tubing was not secured tightly to the needleless connector, it does not open the valve properly, causing higher pressure. In this case the injector appears to be working as designed. This was user error. Customer did not request the injector system to be evaluated for malfunctions.

Event description:
(B)(6): customer reported while disconnecting the tubing from a (B)(6) female who underwent a chest CT procedure, contrast sprayed on her person and injector. No injuries were reported. Customer confirms injector is currently functioning. No issues to report.